Manufacturer narrative:
The diopter was previously incomplete. The lens exchange resolved the problem. Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial with clear surgical residue/debris on product. Visual inspection found the haptic broken. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -9.5/+2.5/91 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was exchanged for a longer lens due to low vaulting and lens rotation. The problem was resolved.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Device not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -9.50 diopter, in the patient's left eye (os). This was performed on (B)(6) 2016. The lens was exchanged for a longer lens due to low vault and lens rotation.